Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood backflowed into the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology during the blood draw after a popping sound was heard from the venipuncture. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle point configuration and slow blood backflow. According to the customer's report. A popping like sound upon venipuncture, and the blood backflow rate was also slow."

Manufacturer narrative:
Investigation summary : our quality engineer inspected the samples submitted for evaluation. Bd received 103 24gx0.75 insyte autoguard units from lot number 2164977. A gross visual inspection on the representative units showed no physical damage. The returned units were tested for flash back and all the units passed this test. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report for flow issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that blood backflowed into the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology during the blood draw after a popping sound was heard from the venipuncture. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle point configuration and slow blood backflow. According to the customer's report. A popping like sound upon venipuncture, and the blood backflow rate was also slow."